Event description:
Medtronic received information that (B)(6) following the implant of this bioprosthetic valve, an intervention was performed (valve in valve) due to stenosis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: this bioprosthetic valve remains implanted and will not be returned for analysis. Conclusion: with no valve return no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.